Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis and pannus are potential risks associated with the use of the bioprosthetic heart valves. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, based on the limited information available from the sapien xt valve explant, the root cause of the restricted leaflet motion was pannus formation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliate in (B)(6) and through the (B)(6) post-marketing surveillance reporting system ((B)(6) pms, tavi registry), 4 years and 5 months post implant in the aortic position, a 20mm sapien xt valve was explanted. Approximately 3 years post implant of the sapien xt valve, the patient had been monitored at another hospital. The aortic stenosis was progressing. A surgical aortic valve replacement (avr) was performed as semi-emergent 4 years and 5 months post valve implant. It was reported that during the avr, pannus growth was observed around the implanted valve, and the valve leaflet movement was restricted. The sapien xt valve was explanted, and a 19 mm non-edwards surgical valve was implanted. The patient¿s outcome was reported to be ¿recovered¿.